Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to a adult (>=18y & <65y) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. The post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive dental problems, excessive migraine headaches, chronic fatigue, depression, anxiety, constant infections, and excessive weight gain. Consumer never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. (B)(6) 2016: case correction: intervention required (device) tick box selected for event constant infections. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is expected.~ further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced constant infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. As a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.